Event description:
The customer reported that the defibrillator reboots. There was no reported patient involvement.

Manufacturer narrative:
Philips fse replaced the power supply and processor pca. The device is returned to full functionality. The device remains at the customer site. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. No further investigation or action is warranted.